Event description:
It was reported to vyaire medical that the avea ventilator fio2 (fraction of inspired oxygen) is out of specification while on a patient. As of this time there is no information about patient harm associated with this reported event.

Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and replaced the gde (gas delivery engine). Performed exhalation valve calibration and ovp (operation verification procedures) and passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.